Manufacturer narrative:
H.6. Investigation: customer returned three images of ten syringes. Three of the ten syringes¿ needle shields and hubs having separated from their respective barrels. The hubs have become lodged inside the shields. There is no damage to either the connector at the distal tip of the barrel or the respective needle hub in these syringes. Additionally, two of the ten syringes feature raised hubs. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. CAPA#1630423 was initiated.

Event description:
It was reported that 10 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated form the hub during use. The following was reported by the initial reporter: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that 10 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated form the hub during use. The following was reported by the initial reporter: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield."